Event description:
It was reported that during a routine device check, episodes of auto mode switch due to atrial lead noise were noted. The noise was not reproducible with isometric movements. The device and lead remain implanted and will be monitored.